Event description:
Customer reports, blood drops splatter when needle is removed from tube holder and placed in the needle bank. Reportedly, they were using monoject brand of blood collection needles, blood collection neddle holders and the needle banks. Customer stated that they use the needle bank fast and push the needle in rather hard, but are twisting counter clockwise. During use, at times, the needle bank will reportedly jam and blood will splatter on the needle and holder threads and on the outside of the holder. None of the staff or pts were splashed or exposed to the blood products.